Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was loose and insulin pump was not working. Customer¿s blood glucose was 143mg/dl at time of incident and current blood glucose was 396mg/dl which was treated with insulin pen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm compromised force sensor alarm due to motor error alarm. Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery power loss noted.